Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-10175. A supplemental MDR is being submitted for additional information based on medical record review. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by implant patient registry, approximately 7 days post tavr procedure with a 29mm sapien 3 valve in the mitral position the patient had a valve in valve procedure due to unknown reasons. Another 29mm sapien 3 valve was implanted. Per medical records review and the fcs, the original procedure was an off label valve in mitral annular calcification (mac). Mild paravalvular leak (pvl) was noted immediately post procedure, but as the echocardiographer looked closer, it appeared to be more moderate or severe. The patient experienced hemolysis post procedure. The team decided they should implant a second valve more ventricular to help seal the leak. A second 29mm sapien 3 valve was implanted without significant improvement, so they used a vascular plug to seal the residual leak successfully. The pvl has improved, but the patient is still experiencing hemolysis. The team believes the hemolysis likely had an underlying cause other than the valve. The pvl was due to the area of the mitral annulus inside of the patient's extensive calcium. It is close to 700mm2, which is larger than the 29mm valve they implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, h6, h10. The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The complaint for paravalvular leak was confirmed based on provided medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the complaint history did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that this event involved thv-in-mac implant, which is not an indicated use of the sapien 3 thv with the commander ds. Therefore, it was off label for native mitral valve replacement. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Per provided imagery, patient had calcified native mitral annulus. Bulky calcification can create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. In addition, it is possible that the thv was under-sized relative to patient's annular dimensions (680-710 mm). Per the training manual, a 29mm s3 thv is recommended for annular area between 540 and 683 mm2. It is unknown whether inflation with 3 additional cc would have rendered channel-free contact between the thv and cardiac tissue. Furthermore, since the native mitral annulus is bicuspid in nature, it is possible that this could have also contributed to sub-optimal overlap between the target site and the circular thv structure, resulting in pvl. Available information suggests that patient factors (calcification, non-circular native mitral bicuspid annulus) and/or procedural factors (off label operation, under-sized thv) may have contributed to the complaint event. Since no product non-conformances or IFU or training deficiencies were identified during evaluation, neither a product risk assessment escalation, nor corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.